Event description:
Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
It was reported that the patient underwent generator replacement surgery on (B)(6) 2013. The implant card indicated that the generator was explanted due to near eos = yes. The generator was returned for analysis on (B)(6) 2013. Analysis is underway, but has not been completed to date.

Event description:
On (B)(6) 2012 clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6) 2012 stated that the patient had vns irritability radiating to their left face. The nurse later reported that she wasn't sure but thought this could very well be the reason the patient was referred for prophylactic battery replacement. The patient's settings this day were output=1.25ma/frequency=20hz/pulse width=250usec/on time=60sec/off time=10min/magnet output=1.5ma/magnet on time=60sec/magnet pulse width=500usec. A diagnostics test performed showed output=ok/lead impedance=ok/dcdc=2/not at end of life. The clinic notes further state that the patient was not coming in for follow-up consults because he had no insurance. The patient was reported to have a seizure disorder and probable osm but that the patient has not reported any seizures on (B)(6) 2012. A battery life calculation was performed which showed 3.96 years until eri=yes. Good faith attempts for additional information have been made to the physician but no further information has been received to date. Although surgery is likely, it has not yet occurred.